Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery on more than one occasion. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the insulin did not exit the tubing after the customer pushed the plunger. The customer was advised to rewind the pump and to run the manual prime but insulin still did not exit. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.